Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This event occurred during fill one of four. There was nothing found during troubleshooting that would cause or contribute to this event. The technical service representative assisted the care giver to end therapy. The care giver would start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.